Event description:
The patient reported that subsequent to the implant of a protegen sling, patient experienced constant pain and had infections. A bladder suspension stitch and the right bone anchor were removed. Patient continues to experience infections and also experiences odor. The device was not returned for evaluation.